Event description:
Revision surgery - the pt was sliding anteriorly. The posterior cruciate ligament was completely gone. The surgeon decided to use an ultra congruent tibial insert to fix the problem.